Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that not receiving the basal insulin and is having a high blood glucose. The customer blood glucose was 300 mg/dl. The customer stated that they was treated high blood glucose by manually injecting a bolus. The customer was advice the pump will go on manual mode after kicked out in auto mode. The insulin pump will not be return for analysis.